Event description:
Boston scientific received info that this right ventricular (rv) lead displayed a variance in threshold measurements during a threshold test. In vvi mode, the pacing thresholds were 4.5 volts at 1 ms in both unipolar and bipolar pacing configurations. However, in ddd mode the pacing threshold measurements were less than 1 volt. The pt was in normal sinus rhythm, however lightheadedness was reported. Approx two months later we received info that this pt was hospitalized for a syncope. The pt was in normal sinus rhythm, however the pt has a history of intermittent complete heart block. The electrocardiogram (EKG) strips indicated there ws intermittent loss of capture. The pacing threshold had also increased to 5.5 volt at 1.0 ms. The pt was brought into the cardiac cath lab and the rv lead was explanted. It had been attempted to be repositioned but the helix mechanism was unable to be retracted even though it was detached from the myocardium. Upon removal of the lead tissue in the helix was discovered and was the suspected cause for the increased thresholds. The lead was successfully replaced. At this time the lead has not been returned for analysis. There is no add'l info available. If further info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.